Manufacturer narrative:
(B)(4). Date sent: 06/25/2020. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first photo shows a device with the extended trocar and some staples can be seen protruding from pockets and partially formed. Indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. The second photo shows a device of trigger area with the safety disengaged. The third photo shows a device from top view with the extended trocar, some staples can be seen protruding from pockets and partially formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 08/20/2020. Additional information received: this facility is (B)(6) hospital.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low interior resection, doctor in (B)(6) hospital used cdh for the first time but he didn't ask psr in this case because of situation covid-19 pandemic that have to reduce risk of disease¿s spread causes misunderstanding of using cdh product with patient. So, the blade can cut colon, but it had staple malformation in staple step. The surgery was delayed by 30-minutes. The doctor had to anastomose colon by suture; completed manually. There were no fragments generated and the surgery was successfully completed with no additional procedure. No patient consequences reported as the patient is fine.